Manufacturer narrative:
The customer indicated the lens model, 12.5 diopter, and serial number (B)(4). Only one half of the lens was returned in a screw top vial with no identifying information. The lens was cleaned with lphse. Exact focal length/resolution measurements could not be obtained because of the optic damage. However, the lens is in the rand of a 24.5 diopter lens. Results form the product history record review indicated the product met release criteria. The root cause could not be determined by the product or manufacturing investigation. The complaint lot was processed starting with lot assemblage on (B)(4) 2012 to barseal on (B)(4)2012. Detailed manufacturing reports were generated to identify all the indicated models, 24.5 diopter lenses process from (B)(4) 2012. There have been no complaints of resolution / diopter issues for these (B)(4) lots. No other complains have been reported for the lot. Information provided by the facility indicated the lens was implanted on (B)(6) 2014. The unexpected outcome was observed on (B)(6) 2014 at the follow-up visit. Due to the sever myopia the lens was explanted. The data states on day of implant ((B)(6)2014) the visual acuity was 90.8xs -9.0c x o) and after implant ((B)(6) 2014) visual acuity was 0.03(0.9xs -9.0c - 1.0ax 140o). There have been no other complaints reported in the lot number addition information was requested and received.(B)(4).

Event description:
A surgeon reported that one day after an intraocular lens (iol) was implanted, the patient had an unexpected refractive outcome. Two weeks later the iol was explanted and the patient was left aphakic. Although highly unlikely according to investigation follow up and records, the surgeon thinks the iol was manufactured inaccurately and was packaged as the wrong diopter. He doesn't want to implant a final iol until he can evaluate the investigation results nad remeasure the patient's eye. No further intervention or treatment has been scheduled. In a follow up, the surgeon stated that the initial iol calculations were correct.